Event description:
Reportedly, after firing the instrument it leaked through the staple line. They tried to re-enforce it with suture but could not control the leaking. The surgeon re-resected and began over.